Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cut surface on the drain port connection side of the drain tube was oblique instead of vertical. It was not possible to determine whether it had been accidentally cut during the surgical operation or whether it was a product defect, and post-operative CT imaging was required due to concerns about foreign body remains in the body. Per follow up information received via ibc on 20may2024, the customer clarified that there was no missing pieces found inside the patient's body.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened without original packaging, used silicone wound drain. Visual inspection of the sample noted drain broken into two pieces through a drainage hole. This does not meet specification which state "no damaged or missing components". A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿user not aware of device limitations". However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: wound drains are used to remove exudates from wound sites. Contraindications: do not use for chest drainage. Warning: do not bypass/inactivate anti-reflux valve. Important a. Check for fluid entering reliavac evacuator. Lack of flow may indicate: - all exudate has been removed. - wound drain is clogged and may require irrigation and aspiration (consult physician). - auxiliary wall suction pressure is above 210mm hg. - deflated balloon: check all connections for air leak and wound tube perforations for exposure above the skin. If still deflated, replace evacuator. B. When not using auxiliary suction during surgical wound closure, several activations of the reliavac evacuator may be required to establish suction because of: - air entering partially closed wound. - an operative air pocket. C. Insert safety pin into hole in collar to attach evacuator to patient's clothing or bed linen. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. A. Use with single flat drain - 1. Place perforated wound drain within critical fluid collection area of wound. 2. Draw drain tube through skin/stab wound incision until flat portion of drain is seated appropriately. 3. Trim drain tube to desired length and attach to blue adapter. Connect other end of blue adapter to y-connector. 4. Insert connecting tube in reliavac port a, up to indicator ring. B. Use with two flat drains - 1. Place perforated portion of wound drains within critical fluid collection areas of wound. 2. Draw drain tubes through skin/stab wound incision until flat portion of the drains are seated appropriately. 3. Trim drain tubes to desired length. 4. Cut off plug from closed arm of y-connector and attach blue adapters. 5. Attach drains to blue adapters. 6. Insert connecting tube in reliavac port a, up to indicator ring. Caution: punctures or additional perforations should not be made in the silicone wound drain. C. Attaching to auxiliary suction - 1. Insert suction adapter into port b. 2. During auxiliary suction, balloon will inflate and exudate will flow over balloon surface from port a to port b. 3. To discontinue auxiliary suction, remove suction adapter and close port b. Caution: do not use with wall suction in excess of 210mm hg. D. To establish suction - 1. Open port b. 2. Pump bulb until balloon fills container. 3. Close port b. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac evacuator reactivation by a built-in anti-reflux valve in port a. E. To empty container - 1. Open port b. 2. Invert unit. 3. Pump bulb to empty quickly. F. To re-establish suction - 1. Repeat step "d" above. G. To read fluid volume - 1. Open port b. 2. Allow balloon to deflate. 3. Read and record volume. 4. To reactivate, repeat step "d" above." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cut surface on the drain port connection side of the drain tube was oblique instead of vertical. It was not possible to determine whether it had been accidentally cut during the surgical operation or whether it was a product defect, and post-operative CT imaging was required due to concerns about foreign body remains in the body. Per follow up information received via ibc on (B)(6) 2024, the customer clarified that there was no missing pieces found inside the patient's body. Received sample on (B)(6) 2024. The customer returned an additional used sample.